Event description:
It was reported to philips that the device turned off on its own. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the battery needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The battery was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the device turned off on its own. There was no patient involvement.